Event description:
End user advised a piece of the foot of the bed is broken and the mattress is uncomfortable. End user advised when try and lift foot section of the bed it does not come up all the way.